Manufacturer narrative:
Additional manufacturer narrative -the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3110/7731966, tgt3710/7272562). The preoperative aneurysm diameter measured 68 mm. On (B)(6) 2011, follow up imaging revealed a type iii endoleak. The physician decided to monitor the patient and the patient was discharged. The aneurysm measured 60 mm. On (B)(6) 2011, a reintervention occurred whereby a balloon catheter was used to reinforce the overlap junction of the tag® devices. Subsequent follow-up examinations revealed that the type iii endoleak persisted, but the aneurysm was stable. Therefore the physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
(B)(4)